Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient¿s post-operative complication. There has been no product allegation relate to this reported event. If additional information is received, a follow-up MDR will be submitted. Site history review: as of 28-oct-2020, a review of the site's complaint history does not show any additional complaints related to this event. Image/video review: no image or video clip for the reported event was submitted for review. Failure analysis review (no RMA): failure analysis investigation is not required as no product was returned for this event. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. There are two lobectomy procedures on the same day by the same surgeon. The customer was unable to indicate which of the two procedures was related to this event. No related system errors were found to have occurred during either surgical procedure. Additionally, most of the instruments used during the first procedure were used in subsequent procedures, with the exception of the following: the maryland bipolar forceps, which was on its last use; the monopolar curved scissors and the large needle driver. However, site reviews have shown that no complaints were filed against the maryland bipolar forceps, the monopolar curved scissors, and the large needle driver instruments. Most of the instruments used in the second procedure (with the exception of the permanent cautery spatula instrument) were not used in subsequent procedures. Site reviews have shown that no complaints were filed against the instruments used in this procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted lobectomy procedure, the patient developed a hematoma and the cardiac tissue was "gouged." As a result, the patient underwent a secondary surgical procedure to clean out the hematoma and sutures were placed to repair the tissue injury. However, at this time, the root cause of the post-operative complication is unknown. Isi was unable to gather further information, but no allegation that a device malfunctioned has been made by the site.

Event description:
It was reported that after a da vinci-assisted lobectomy procedure, the patient suffered from cardiac tamponade and lost consciousness. As a result, the patient underwent a second emergency procedure. At that time, "a part of the heart was gouged," and a hematoma was identified. Sutures were placed to address the reported injury. The patient was reported to be recovering well. However, the cause of the reported patient's postoperative complication is unknown at this time. On 19-oct-2020, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: on (B)(6) 2020, the patient underwent a vinci-assisted lobectomy procedure. The procedure was completed. Isi was unable to gather further information, but no allegation that a device malfunctioned has been made by the site. On (B)(6) 2020, postoperative day #7, the patient experienced cardiac tamponade and lost consciousness. The patient underwent a second procedure, and the surgeon identified a hematoma with "gouged" cardiac tissue. The surgeon placed sutures to address the issue. The following is unknown: estimated blood loss, if the patient received any blood transfusion, and if the second procedure was an open, laparoscopic or a robotic surgery. The cause of the reported issue is unknown. There were two lobectomy procedures on the same day by the same surgeon. It is unknown which patient experienced the reported postoperative complication.